Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 161006 / sn (B)(6) exhibited a 231022 error code during neo therapy. The exact date and time of the event is unknown. This is the second time in x weeks' timeframe that this event occurred. Additionally, it was reported that there was a loss of pressure while running ncpap on a transport flight, with the reported event date of april 26, 2026. Medical intervention was reported, but of unknown nature. Patient involvement with medical intervention (unknown nature), but without patient, user or third-party harm was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is ongoing. Follow-ups will be performed to clarify the nature and details of the reported event as well as to confirm the event date.